Event description:
Asr revision. Asr xl- right. Reason(s) for revision: alval / soft tissue reaction, pain, high cr-co ions level in blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claimant died during (B)(6) 2017 due to cardiac problems. Patient suffered from heart problems prior to asr implant surgery. Heirs will proceed with the claim.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. Device history lot ==> (B)(4) manufactured and placed into stock on 19 dec 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.